Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as a red brush/heat burn under the therapy electrode (te) pads. It was reported that the irritation was likely caused by a nickel allergy. The patient consulted her physician who prescribed a cream. Follow-up indicated that the cream was helping and that the irritation was still present.